Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the cylinders were not filling correctly. A loss of liquid was detected in the tubing that connects the cylinders to the control pump. When pressing the pump, it was verified that the tubing had a hole through which the fluid was leaking. A new inflatable penile prosthesis was implanted. No patient complications were reported.

Manufacturer narrative:
Upon receipt of the cylinders and pump of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual examination of the pump identified no visual damage was found upon inspection. Functional testing of the pump was not performed as it was observed to be contaminated. Visual examination of the cylinders identified no visual damage was found upon inspection. Functional testing of the cylinders found that both cylinders had wear at folds in the proximal cylinder bodies consistent with explant damage. Cylinder 1 has a hole in the proximal cylinder body and cylinder 2 has a hole in the kink resistant tubing. Based on the information available and analysis results, analysis could not confirm the root cause of the reported clinical observations.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the cylinders were not filling correctly. A loss of liquid was detected in the tubing that connects the cylinders to the control pump. When pressing the pump, it was verified that the tubing had a hole through which the fluid was leaking. A new inflatable penile prosthesis was implanted. No patient complications were reported.